Manufacturer narrative:
After the device was received, it could be confirmed that the device 75023714 (polarcup reducer part for impactor), lot a52522, did not break inside the patient but got deformed instead. Since no pieces could fell into the patient¿s incision and there are no previous events that led to serious injury nor is foreseeable this event could lead to a serious injury if it were to recur, this event does not meet the threshold for reporting and is a non-reportable event.

Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that the impactor tip broke during impaction. No parts fell into patient. The procedure was completed using a sn backup device. No surgical delay or injury to the patient was reported.